Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a message that there was a button pressed down for more than three minutes during regular basal delivery. The customer stated that they went swimming and did not take the insulin pump off but took it off as soon as they remembered. The insulin pump was neither dropped nor bumped. Troubleshooting for stuck button alarm was performed. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. The customer stated that they did not press a button down for three minutes or longer, and that it also was not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.